Event description:
Customer reported that during use in a laparoscopic inguinal hernia repair tep, the pin in the jaw sheared breaking into 3 pieces. Clinical consequences: all 3 pieces were removed from the patient with no injury to patient. The surgeon is a very experienced user of hemolok. They concluded they had applied to much force through the handle when ligating. The customer did not feel this was a product complaint but I an logging an internal complaint for completeness.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. User error is suspected. Breakage caused by overloading. Therefore, no further measures will be initiated.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that during use in a laparoscopic inguinal hernia repair tep, the pin in the jaw sheared breaking into 3 pieces. Clinical consequences: all 3 pieces were removed from the patient with no injury to patient. The surgeon is a very experienced user of hemolok. They concluded they had applied to much force through the handle when ligating. The customer did not feel this was a product complaint but I an logging an internal complaint for completeness.